Manufacturer narrative:
The insulin pump was received with compromised force sensor error alarm during the priming test at 3 lbs and motor error alarms during basic occlusion test due to moisture damage on the force sensor resistor. The insulin pump had a corroded motor home switch. The basic occlusion, occlusion and excessive no delivery tests were unable to be performed due to compromised force sensor system error alarms anomaly. The device passed the displacement test. The insulin pump was received with cracked case at the lower corners of the display window and scratches on the display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose and motor error alarm on the insulin pump. Customer's blood glucose reading was high and it was mention that their most current reading was 394 mg/dl. Troubleshooting for the motor error on the insulin pump was performed. Customer advised the drive support cap appeared normal. Customer advised they were unable to rewind the insulin pump. Customer was able to clear the alarm but received motor error alarm during the rewind process. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.